Manufacturer narrative:
There are 3 investigations completed, during this period. Breakdown of 3 investigations with respective serial numbers are as follows: (B)(6), no product returned; (B)(6), no product returned; (B)(6), lens cut, haptic detached. The investigations concluded, that product met manufacturing release criteria. And no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received, during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of 7 events is as follows: cosmetic issues 1, haptic damaged 1, lens damaged 5. Serial number of the suspect product: (B)(4). 4 investigations were completed and 3 investigations are pending from this period. Breakdown of 4 completed investigations: (B)(4), no product returned. (B)(4), no issues identified. (B)(4), lens cut,lens damaged. (B)(4), no product returned. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. PMA/510(k): this report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 7 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.